Event description:
It was reported that the device popped a bag of blood. The compressor was at 6psi and the regulator could not be adjusted. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. A functional test was performed. Measured the air compressor rate indicated at 5.8psi which is out of tolerance. Then, installed a 1000ml water bag onto both pressure chambers and turned the toggle switch left to inflate. The idle needle reached 280mmhg to 290mmhg, which is in tolerance. Repeated the test with multiple 1000ml water bags and no pop or leakage occurred. The root cause was determined to be that the air compressor was out of tolerance. Replaced air compressor and air regulator as preventative action. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
The device was returned to smiths medical. A functional test was performed. Measured the air compressor rate indicated at 5.8psi which is out of tolerance. Then, installed a 1000ml water bag onto both pressure chambers and turned the toggle switch left to inflate. The idle needle reached 280mmhg to 290mmhg, which is in tolerance. Repeated the test with multiple 1000ml water bags and no pop or leakage occurred. The root cause was determined to be that the air compressor was out of tolerance. Replaced air compressor and air regulator as preventative action. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device popped a bag of blood. The compressor was at 6psi and the regulator could not be adjusted. No patient injury was reported.